Event description:
It was reported that an unspecified number of pen ndl 32ga 4mm 100 bx 1200 ca were unable to deliver insulin/medication during use. The following information was provided by the initial reporter: consumer reported needle bent at non patient end during injection. Also reported needle clog during injection. Stated that he noticed the bent needle when he tried to inject and the pen jammed during injection. Lot #: 0014209 catalog #: 320144 date of event: unknown.

Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. See h.10.

Event description:
It was reported that an unspecified number of pen ndl 32ga 4mm 100 bx 1200 ca were unable to deliver insulin/medication during use. The following information was provided by the initial reporter: consumer reported needle bent at non patient end during injection. Also reported needle clog during injection. Stated that he noticed the bent needle when he tried to inject and the pen jammed during injection. Lot #: 0014209. Catalog #: 320144.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/17/2020. H.6. Investigation: customer returned (1) open 4mm, 32g pen needle without the tear drop label. Customer states that the needle bent at non patient end during injection and there was a needle clog and pen jammed up during injection. The returned pen needle was examined and exhibited a bent non patient end of the cannula, which could prevent insulin from flowing properly through the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. User error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of pen ndl 32 ga 4 mm 100 bx 1200 ca were unable to deliver insulin/medication during use. The following information was provided by the initial reporter: consumer reported needle bent at non patient end during injection. Also reported needle clog during injection. Stated that he noticed the bent needle when he tried to inject and the pen jammed during injection. Lot #: 0014209, catalog #: 320144, date of event: unknown.